Manufacturer narrative:
The referenced device was returned to olympus for service. The service inspection could not duplicate the customer¿s reported issue as the device was tested several times, no e433 error occurred. However, the e433 error was documented in the device error history log several times. During testing found, after replacing the cable (lvps) needed upgrade to latest version and the power supply needed, the error e001 would not generate when checking for specific codes due to a defective generator board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high frequency electro-surgical generator unit had an ¿e433 error message¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to failure of the generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number of the initial MDR, which was submitted under MFR. Report number 8010047-2022-11241. The correct MFR. Report number is 9610773-2022-11241.